Event description:
Heartmate 2 patient presents with 2nd gi bleeding event post lvad in the setting of aspirin 81 and coumadin therapy. Hemoglobin was 5.8 and international normalized ratio (inr) 3.6 on admission. Inr was reversed, and 7 units of blood were transfused over the hospitalization. Endoscopic evaluation included egd, colonoscopy and egd push enteroscopy, and each failed to identify the bleeding source.